Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: while infusing vasopressin, the tubing broke apart at a port. The patient began to bleed from the central line in her left femoral and her blood pressure dropped because she wasn't getting the infusion. They had to flush the IV access to save it from clotting off and then had to get a new IV tubing, prime it and restart the infusion.